Event description:
During follow-up, interrogation of the device was not possible. The physician suspects premature battery depletion. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature battery depletion and interrogation anomaly was confirmed. The device was received without telemetry and battery having reached end of life. Attempts to interrogate the device and save the device image failed due to lack of telemetry. Following x-ray evaluation, the pacer was cut-open and connected to an external power source, which indicated high current drain. The device was then evaluated under thermal imaging, which isolated the high current to a component on the hybrid circuitry. This resulted in depleting the battery prematurely and consistent with the reported interrogation anomaly.